Event description:
On (B)(6) 2013, it was reported by a police department that when they attempted to use the AED in a rescue, the unit would not power on and could not be used. It was also reported that the pt was not resuscitated. The customer further reported that a plastic piece on the battery kept coming off and that the battery would not stay in the AED. They also reported that the AED was reporting a service code.

Manufacturer narrative:
Based on the reported event, the actual device, battery pack and defibrillation pads used during the event were requested in order to aide in the investigation. On (B)(4) 2014, the AED and battery pack associated with this complaint were received. The investigation is currently in process and no conclusions have been made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.